Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery the screw could not be inserted into the plate ar-2656drs. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is not confirmed. Upon visual inspection, no issues were noted with the screw. Dimensional testing reveals that the screw meets the dimensional requirements per drawing (B)(4). Functional testing was performed, and the screws fit properly and worked as required. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or excessive force being used during insertion of the screw. Per dfu-0125-eo rev 4 g precautions - 4. Damage to the driver or screw may result from failure to seat the driver fully into the screw or to align the driver properly with the screw